Event description:
It was reported there was an error. No additional information. No patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The proximate cause of the reported issue was due to error in line of the lvp mech assy. A review of the device history record showed the device had a manufacture date of 12jul2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported there was an error. No additional information. No patient involvement.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported there was an error. No additional information. No patient involvement.